Event description:
It was reported that the patient presented with a right ventricular lead that was over-sensing and exhibited intermittent capture. The over-sensing led to pacing inhibition; however, the patient was asymptomatic. Programming changes were made, and the lead was capped and replaced on (B)(6) 2024. The patient was discharged.